Event description:
Reporter alleged obtaining discrepant blood glucose results of 559 mg/dl back to back with a result of 229 mg/dl when testing was performed less than 10 minutes apart. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.